Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the united states indicating the device "wiggles off the drill." It is not known if the device was used in surgery or if medical intervention occurred. It is known that no patient or user injury was reported. There was no additional information provided.